Event description:
It was reported that the bd micro-fine¿+ pen needle experienced a damaged tear drop label where the sterility of the product was compromised. The following information was provided by the initial reporter: the tear drop label was found to be separated before use.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced a damaged tear drop label where the sterility of the product was compromised. The following information was provided by the initial reporter: the tear drop label was found to be separated before use.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced a damaged tear drop label where the sterility of the product was compromised. The following information was provided by the initial reporter: the tear drop label was found to be separated before use.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1223670 d4: medical device expiration date: 31-aug-2026 h4: device manufacture date: 11-aug-2021 d9: device available for evalution?: yes. D9: returned to manufacturer on: 05-jul-2022 h6: investigation summary one open 31g x 5 mm pen needle sample and three photos were returned from lot. No. 1223670, cat. No. 320129. Visual examination was carried out on the returned sample and photos and it was observed that the tear drop label was not attached to the pen needle and there is no evidence of a heat seal being applied. A lot history review was carried out and one related non conformance was identified. The process was corrected, and sampling performed as per applicable qc specifications. Aql sampling was performed, and no further defects were observed. The most probable root cause of this issue was due to failing/seizing compliance pins that push the pen needle parts up during teardrop label sealing process.